Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and the cable could not be connected due to a broken/bent pin. The complaint is confirmed. Root cause is suspected to be due to poor coupling and contact between the transducer cable connector and the interface cable or wear on the interface cable.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a lead extraction procedure in the cardiology lab, the patient was under general anesthesia with arterial pressure monitoring in place. At a critical point in the procedure, the patient's blood pressure dropped, requiring administration of inotropic medications. Due to limited space near the patient's head (caused by imaging equipment), the anesthesia nurse attempted to reposition the pressure monitoring cables, which inadvertently caused a separation between the pressure set and the cable. Upon reconnection, no arterial pressure was displayed on the monitor. The chief anesthesiologist intervened, disassembled the connection, and discovered that one of the connector pins was broken. A replacement set had to be installed under the sterile drapes, which caused a delay in patient care during a critical moment.